Manufacturer narrative:
The manufacturer previously reported a failure of the ballscrew assembly. The ballscrew assembly was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the ballscrew assembly failing was due to corrosion on the threaded screw.

Event description:
The manufacturer received information alleging a ventilator alarmed and the circuit breaker would not reset. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation that a ventilator alarmed and the device's circuit breaker would not reset. During the evaluation of the device at the manufacturer's service center, an issue with device's ballscrew assembly was observed. The device's ballscrew assembly was replaced to address the issue.